Event description:
The device displayed a "call your doctor icon" enter code 006..._1. It was in a power-on-reset. The pt met with the MFR rep and the condition was cleared. The pt finished recharging at home. The "call your doctor" icon appeared the week before as well and the recharger was reset to resolve the issue.

Manufacturer narrative:
(B) (4).